Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a crack in the proximal end of the pressure valve. It was stated the device was explanted, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, leak testing, preimplantation and pressure-flow. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device cautions that ¿introduction of contaminant could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion.¿ there was damage on the proximal occluder and inlet connector. It is unknown how or when the damaged occurred. The IFU that accompanies the product cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.